Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report.

Event description:
It was reported during a follow-up visit on (B)(6) 2026, the wise crt system demonstrated intermittent missed tracking events during in-clinic testing. The patient was unable to stand or lie flat; therefore, testing was performed in a modified sitting/supine position based on the patient's sleeping posture. The co-implanted abbott aveir dr device was programmed in aai/vvi mode, and per physician request, evaluation was also performed in vdd mode. During vdd mode testing, the wise crt system reportedly could not appropriately track or detect pacing activity. Device interrogation demonstrated stable system metrics including 2.96v battery voltage, 98% remaining capacity, normal battery curve, and 84% biv pacing with 57 rv pacing spikes below 140 bpm. Although stored data demonstrated 84% tracking, intermittent missed tracking events were observed during live testing. No patient sequalae were reported.